Manufacturer narrative:
(B)(4)the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Five days before this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the event was not reported. Dianeal therapy was ongoing. Two days after hospitalization, the patient was discharged from the hospital and was recovered from the event. No additional information is available.